Event description:
It was reported that the customer went to the emergency room earlier, the day of the phone call, for high blood glucose of 349 mg/dl and chest pain. At the time of the phone call the blood glucose was 521 mg/dl. The customers was feeling sick to her stomach, had headaches, body aches, dry mouth, and was feeling ill. The customer was advised to contact their doctor for symptoms of diabetic ketoacidosis and have a back-up plan before continuing any troubleshooting of the insulin pump. The customer stated that they don't have a back-up plan. They stated that at the emergency room the insulin pump was checked and it was determined that the device was not functioning properly. The customer stated that they had high blood glucose for four days which gradually increased from 549 mg/dl to 617 mg/dl, leading to hospitalization. The customer stated they will call back to continue troubleshooting after they have obtained a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.